Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Prior to the procedure a trivial pericardial effusion was noted on an echo on the right anterior side of the heart. No effusion was noted pre or post implant while in the procedure room. Two hours after the implant procedure the patient experienced acute hypotension. An immediate echo was completed. A large pericardial effusion was noted, which quickly developed into tamponade. An emergent pericardial window was completed. The patient was admitted to the intensive care unit (ICU). There were no further complications.